Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement and displacement test. Device received with normal operating currents. Device monitored for several hours and no missing segments, partial display, blank display or solid white display noted. The battery tube connector plugged in properly to electrical board during visual inspection. The test guardian link with the glucose sensor simulator communicates properly to the device noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a solid white display. Customer called back after receiving a replacement battery cap. Blood glucose level at the time of the incident was not provided. Customer also reported not getting sensor signal. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.